Event description:
The customer received a blood glucose reading of "hi" from one breeze2 meter and a reading of 210 mg/dl from his other breeze2 meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot or provide any additional info. No product will be returned.